Event description:
Removal of endosseous dental implants. Four implants were placed in sites #18-21 on 2/1/96 during a routine procedure in which bone augmentation was done using freeze dried bone and resorbable gtr membrane. The implants were removed on 5/25/96. The clinician is unsure as to the cause of the failure and reports that the patient went to another dentist for implant removal.